Manufacturer narrative:
The user facility returned representative parts to hill-rom for evaluation. Initial investigation shows that the head of the rivnut that secures the footboard bracket to the footboard were broken at the head which would lead to the bracket coming away from the footboard. Hill-rom has requested return of the rivnut and bolt from the actual device. We have not received the part in our manufacturing site at the time of this report. Per the resident® ltc bed user manual (146481 rev 1), "warning: when the bed is moved, guide it from the corners near the foot end of the bed." The user facility states, "staff frequently move beds by pushing or pulling footboard it was mentioned that patients sometimes push on or kick foot board." This incident is currently under investigation. If new information becomes available, a follow-up report will be filed.

Event description:
Hill-rom received a report stating that a patient was found on the floor of his room conscious, with a bump to the forehead. The footboard of the bed was also found on the floor. This has been filed in our complaint handling system as (B)(4).